Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurately erratic when tested with a generic control solution. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that alleged inaccuracy began on ¿(B)(6) 2015,¿ when he obtained inaccurate results when testing with control solution on the subject meter. The patient manages their diabetes with insulin (self-adjuster) and on the same day reported that he would decrease his dose of medication at his own discretion. The patient reported ¿since owning the meter¿ he had developed symptoms of ¿dizzy and sweaty¿. The patient denied receiving ant treatment. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure. However, the patient was using an incorrect control solution. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.